Event description:
Customer reported via phone, the insulin pump is displaying a constant alarm. Customer stated she had just changed the battery and the site before the alarm occurred. Customer's blood glucose was 250 mg/dl. Customer stated none of the buttons were responding. The device was not exposed to moisture. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced due to the damage. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump received with no button response due to unlocked keypad connector on lcd board. No frozen screen or unexpected audio/beep or alarm noted. The insulin pump received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.